Event description:
It was reported that the patient with this pacemaker was undersensing of atrial fibrillation. It was determined that the atrial undersensing was due to sensitivity programming. It was recommended programming optimization. This pacemaker remains in service and there were no adverse patient effects reported.